Manufacturer narrative:
The physician reported not inspecting the system tip prior to use. The tip was returned and evaluated. The evaluation revealed the tip passed flow, leak and thermistor testing. The tip failed visual testing due to an observation of dielectric breakdown on the surface. Service was unable to perform functional testing due to the dielectric breakdown. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A physician reported that post thermage facial laser treatment, the patient developed a blister and 2nd degree burn on their left cheek. The blister was minor, 1-1.5 cm. The patient was placed under superficial anesthesia for the treatment and the highest energy level used was 4. No system errors and no abnormalities occurred during the treatment. The patient was treated with sulfadiazine and there is no permanent damage or scarring. Available pictures were reviewed, an erythematous area is visible over the left cheek.

Manufacturer narrative:
Both the thermage user manual and technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 pulses thereafter. A review of the manufacturing records showed all requirements were met. A medical review of this case determined this event was not a serious injury. During evaluation of the treatment tip, service found damage to the tip membrane. Breakdown of the membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Based on the available information, damage of the tip most likely contributed to this event. It is unknown what caused damage to the treatment tip membrane.